Event description:
It was reported that during insertion of the iab, the physician was unable to advance it through the introducer sheath. Because of this, the assembly was removed and replaced. There were no associated pt complications.